Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip must have been broken off since the aiming beam and energy were protruding from the tip of the fiber. The fiber was used for approximately 100,000 j had gone through the fiber at around 16 minutes total. The patient was under anesthesia before the fiber event; the procedure was completed with another fiber without patient injuries.